Event description:
Revision surgery - due to the patient dislocating.

Manufacturer narrative:
Corrected data: co-strained lines was left out of description on the initial report. Revision surgery - due to the patient dislocating constrained lines. Manufacturer narrative: the reason for this revision surgery was to remedy a dislocation after 2.6 yrs in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 14 prior complaints reported against this part; 7 of these with the same failure mode of dislocation. This is the third complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as a loose joint from inadequate soft tissue, excessive range-of-motion, or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.